Event description:
It was reported that pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Caller confirmed use of tandem charging cable and wall adapter and had already tried charging for at least 30 minutes without success, then tried different wall adapter with third-party cable connected to computer, after which pump began charging.